Event description:
Pt scheduled for laparoscopic rt inguinal hernia repair, possible lt. During dissection with balloon dissector, the balloon ruptured and deflated. The dissection was complete, and there was no injury to the pt. The dissector was removed and all pieces were intact.